Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-50179.

Event description:
The customer reported via phone call that he fills up the reservoir with cold insulin sometimes but not always. Customer's blood glucose was 267 mg/dl. Customer stated that he sometimes does rock the plunger rod and squeeze the reservoir barrel. Customer tries to be as careful as possible with not doing either of those things. Customer stated that he understands that it can cause air bubbles and he tries to use room temperature insulin. In a previous call, the customer reported a leak between the o-rings. Customer stated that he has been having issues with reservoirs for about a year. Customer stated that it seems like every 3rd or 4th reservoir has these issues. Customer stated that he has gone through 4 reservoirs that have leaked. Customer has to return them and will receive replacements.